Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient¿s nurse practitioner reported that the patient went into diabetic ketoacidosis (dka) (no symptoms were provided). Her cgm was showing below 80 mg/dl but her bg was over 300 mg/dl. She changed the sensor and transmitter and the accuracy improved. No treatment information was provided but it was reported that the patient was hospitalized. At the time of a follow up call the mother stated that the patient was doing fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional event or patient information is available.